Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the top of the dialyzer and a crack was observed on the outer seam of the blood chamber of the crit-line device and the machine alarmed. Estimated blood loss was 500 cc. Med doctor came to the unit and evaluated the patient. Patient had no adverse effects and required no med intervention.